Event description:
Balloon rupture in patient due to calcium. Known complication. Team tried several different times to get the balloon out. Iabp [intra-aortic balloon pump] inserted and patient went down for surgery.